Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. The stapler was received with 30 staples remaining in the cover block indicating that at least 5 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form but was unable to release from the device. This was repeated with the same result. Another attempt was made and the third staple fired properly. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All three staples fired were able to engage and successfully close into the simulated skin pad. Another attempt to fire was made and this time, the staple was able to properly form but was unable to release from the device. This was repeated two more times with the same result. The stapler was disassembled and it was confirmed to have been assembled correctly. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled and the trigger was engaged. A staple was able to properly form and release from the device. This was repeated two more times with the same result. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, a staple was able to properly form and release from the device. This was repeated two more times with the same result. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "not suturing during use" was confirmed based upon the sample received. Upon functional inspection, the stapler would not consistently fire the staples properly. It could not be determined why the stapler would not consistently fire the staples. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the staples could not suture during usage on the patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot 73b1800244 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staples could not suture during usage on the patient.